Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer blood glucose reading was 108 mg/dl. The insulin pump screen was black and white with horizontal lines on the display. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with steady white display with lines due to broken traces on lcd glass. No vibrating noted. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.